Event description:
On (B)(6) 2021, the user posted on social media and reported elevated blood glucose (bg) readings. Due to the above, the user reported that her doctor kept increasing her medication and her bg levels dropped to 55 mg/dl. Due to this low bg level, the user reported that she went to the ER and was very ill. The user mentioned that this incident happened 10 months prior. Ten months ago, while dario's representative was troubleshooting with the user, it was determined that the user had been using a phone that is not on our compatible phone list. Dario's user guide states: do not plug the dario glucose meter into any device other than a compatible smart mobile device port. Therefore, it can be determined that there was misuse of the device (off-label use). This complaint is not confirmed.